Event description:
Neb valve fails during use and test.

Event description:
Nebulizer does not work properly.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  Nebulizer does not work properly. During ventilation and test as well. Ventilation continues. A defective nebulizer may lead to not enough medication delivered to patient with various critical consequences. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.